Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited a high out of range pacing impedance measurement. The device switched to unipolar with acceptable impedance measurements, however, noise was observed and reproducible with arm movement. When testing pacing in unipolar and sensing in bipolar noise was no longer observed. Boston scientific technical services (ts) discussed continued monitoring. No adverse patient effects were reported.